Manufacturer narrative:
A sample device was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, the patient experienced negative dysphotopsia, a residual hyperopic refractive error and the iol was noted to be dislocated. A secondary procedure was performed to reposition the iol approximately seven years following the initial lens implantation. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the patient was referred to another surgeon for the iol dislocation. The iol was repositioned with scleral fixation. A vitrectomy and limbal relaxation incision (lri) was also performed. According to the surgeon, pseudoexfoliation syndrome caused or contributed to the event. It was reported the patient's issues have resolved and the prognosis is excellent.